Manufacturer narrative:
The results of the investigation are inconclusive since the device remains implanted and was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with abbott specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2009, a 21mm trifecta valve was implanted. On (B)(6) 2016, nonstructural dysfunction with aortic regurgitation was noted as well as lad coronary stenosis was observed. A concomitant tavi and mid-lad stenting procedure were performed. Per report, the patient tolerated the procedure well. (Clinical study patient ID: tl-23-033)